Event description:
Using 20g 1 1/2 inch protectiv IV catheter. After obtaining vascular access, the employee threaded the needle back into locking chamber and reportedly heard a "click" indicating device was activated. Upon disconnecting device from catheter hub was surprised to see needle still exposed. Employee was startled by the sight of the needle and jumped inadvertently sticking self.